Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue. H3 other text : see h10.

Event description:
It was reported that the venflon pro safety 16ga 1.8mm od 45mm l experienced leakage. The following information was provided by the initial reporter: doctor in the process of administering a general anaesthetic for a category 1 caesarean section when a cannula malfunctioned. Following induction bolus of propofol into the top port of the cannula when doctor removed the syringe a mix of blood, propofol and plasmalyte (that was running through the giving set) came out of the grey port on the top of the cannula. Given the clinical situation doctor immediately injected 100mg suxamethonium into the top port followed by a large flush. Surgery was commenced and alternative IV access was gained.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the venflon pro safety 16ga 1.8mm od 45mm l experienced leakage. The following information was provided by the initial reporter: doctor in the process of administering a general anaesthetic for a category 1 caesarean section when a cannula malfunctioned. Following induction bolus of propofol into the top port of the cannula when doctor removed the syringe a mix of blood, propofol and plasmalyte (that was running through the giving set) came out of the grey port on the top of the cannula. Given the clinical situation doctor immediately injected 100mg suxamethonium into the top port followed by a large flush. Surgery was commenced and alternative IV access was gained.